Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse determined that the drive valve group was faulty and needed to be replaced. The fse replaced the drive manifold to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6) hospital.

Event description:
It was reported that before use when doing preuse check, the cs100 intra-aortic balloon pump (iabp) unit had low pressure and could not be inflated. There was no patient involved.